Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot #6131673 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for hahn tapered implant lot#6131673 and found no additional product in stock to review. Investigation methods/results: customer has not returned the reported device for review to date. However, the non-visual device investigation has been completed. Root cause: "lack of primary stability" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. IFU 570 rev 4.0 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU 570 rev 4.0 (hahn tapered implant system) contains the following statement in warning section: the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin.

Manufacturer narrative:
Additional data: b1, b2, h6 (type of investigation code, and investigation conclusions code - 22). Corrected data: b5, g1, g4, h1, h6 (investigation findings code, and investigation conclusions code - 4315). CAPA: ca-00016. CAPA: 24-005. Manufacturer reference: (B)(4). Reports for the additional reported devices are found in the following mdrs: 3011649314-2023-00600, 3011649314-2023-00601, 3011649314-2023-00630.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is IV, and their oral hygiene is good. The patient presented on (B)(6) 2023 for a primary procedure on teeth #3, 5, 10, and 30. The provider noted that the implant lacked stability during implant placement. The device was removed and replaced with a new, longer implant. The patient did not experience any symptoms, and no other permanent injuries were reported.

Event description:
It was reported that a hahn tapered implant was implanted on tooth number 5 on (B)(6) 2023. Implant surgical issue was due to lack of primary stability. The implant has been explanted on (B)(6) 2023. Patient did not experience any symptoms. The implant has been replaced with product similar to the complaint product.

Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted. This complaint will be kept on record for track and trending purposes.